Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device was palpated and appeared'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') and endometritis ('chronic endometritis') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy, multigravida and multiparous ((B)(6) 2000, (B)(6) 2002 and (B)(6) 2006). Previously administered products included for an unreported indication: depo-provera in 2006. Past adverse reactions to the above products included genital haemorrhage with depo-provera. Concurrent conditions included ovarian pain, depression, anxiety and breast pain. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvis pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection: bacterial vaginal infx"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen and surgery (surgery to remove essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, endometritis, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving and the bacterial vulvovaginitis, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal dates noted. As per pfs, insertion date was reported as (B)(6) 2015 and as per mr , it was reported as (B)(6) 2017. Moreover, patient had essure in (B)(6) 2008 and had it removed in 2008 (as written) but ultrasound from 2014, 2015 both mentioned presence of essure. So patient was scheduled for (B)(6) 2016bm (as written). Pt also stated that no surgery was performed in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: the left essure device was palpated and appeared to have perforated the tubal muscularis. The left fallopian tube was severely distorted. The left tube was adherent to the posterior aspect of the uterus and the only visible anatomical feature of the left tube was the fimbrial tissue. Ultrasound pelvis - on (B)(6) 2014: essure tubal occlusion devices noted in good position within both uterine cornua; on (B)(6) 2015: small posterior uterine fibroid. Concerning the injuries reported in this case, the following ones were described and confirmed in patients medical records: menorrhagia and endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and mr received. Case became incident. Injury nos was replaced with new events from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginal infx, pelvic inflammatory disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, back pain, pelvis pain and abdomen pain. Events added from medical record- chronic endometritis and the left essure device was palpated and appeared to have perforated the tubal muscularis. Medical history, concomitant drugs, treatment drug were added. Reporter¿s information was added. Patient¿s demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device was palpated and appeared'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') and endometritis ('chronic endometritis') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy, multigravida and multiparous ((B)(6)2000,(B)(6)-2002 and (B)(6)2006). Previously administered products included for an unreported indication: depo-provera in 2006. Past adverse reactions to the above products included genital haemorrhage with depo-provera. Concurrent conditions included ovarian pain, depression, anxiety and breast pain. Concomitant products included oral contraceptive nos for contraception. (B)(6) on (B)(6)2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvis pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection: bacterial vaginal infx"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and pain in extremity ("arm and leg pain"). The patient was treated with antibiotics, ibuprofen and surgery (surgery to remove essure coils). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, endometritis, vaginal haemorrhage, menorrhagia and pain in extremity outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving and the bacterial vulvovaginitis, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, menorrhagia, pain in extremity, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal dates noted. As per pfs, insertion date was reported as (B)(6)2015 and as per mr , it was reported as (B)(6)2017. Moreover, patient had essure in (B)(6)2008 and had it removed in 2008 (as written) but ultrasound from 2014, 2015 both mentioned presence of essure. So patient was scheduled for (B)(6)2016bm (as written). Pt also stated that no surgery was performed in 2008. Date of insertion: (B)(6)2008 (as per pif) date of removal: (B)(6)2015 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: the left essure device was palpated and appeared to have perforated the tubal muscularis. The left fallopian tube was severely distorted. The left tube was adherent to the posterior aspect of the uterus and the only visible anatomical feature of the left tube was the fimbrial tissue.. Ultrasound pelvis - on (B)(6)2014: essure tubal occlusion devices noted in good position within both uterine cornua; on (B)(6)-2015: small posterior uterine fibroid. Concerning the injuries reported in this case, the following ones were described and confirmed in patients medical records: menorrhagia and endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device was palpated and appeared'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') and endometritis ('chronic endometritis') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy, multigravida and multiparous ((B)(6) 2000, (B)(6) 2002 and (B)(6) 2006). Previously administered products included for an unreported indication: depo-provera in 2006. Past adverse reactions to the above products included genital haemorrhage with depo-provera. Concurrent conditions included ovarian pain, depression, anxiety and breast pain. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvis pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection: bacterial vaginal infx"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and pain in extremity ("arm and leg pain"). The patient was treated with antibiotics, ibuprofen and surgery (surgery to remove essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, endometritis, vaginal haemorrhage, menorrhagia and pain in extremity outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving and the bacterial vulvovaginitis, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, menorrhagia, pain in extremity, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal dates noted. As per pfs, insertion date was reported as (B)(6) 2015 and as per mr , it was reported as (B)(6) 2017. Moreover, patient had essure in (B)(6) 2008 and had it removed in 2008 (as written) but ultrasound from 2014, 2015 both mentioned presence of essure. So patient was scheduled for (B)(6) 2016 bm (as written). Pt also stated that no surgery was performed in 2008. Date of insertion: (B)(6) 2008 (as per pif) date of removal: (B)(6) 2015 (as per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: the left essure device was palpated and appeared to have perforated the tubal muscularis. The left fallopian tube was severely distorted. The left tube was adherent to the posterior aspect of the uterus and the only visible anatomical feature of the left tube was the fimbrial tissue.. Ultrasound pelvis - on (B)(6) 2014: essure tubal occlusion devices noted in good position within both uterine cornua; on (B)(6) 2015: small posterior uterine fibroid. Concerning the injuries reported in this case, the following ones were described and confirmed in patients medical records: menorrhagia and endometritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: plaintiff fact sheet received. Reporter added. Event arm and leg pain added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.